Event description:
Event description cpi received information that the patient had fallen hard on her left side leaving her with bruises. Afterward she had not felt well and scheduled an appointment with her physician. The physician noted the ICD could not be telemetered and the patient's heart rate was below the rate cut off. The physician is concerned that the ICD malfunctioned which caused the patient's fall.